Event description:
A malfunction was reported by a customer regarding the pump. There was no adverse impact on the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.